Manufacturer narrative:
This lead was returned. Pending the completion of lab analysis, this section will be updated appropriately.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, thorough analysis was completed. Initial inspection revealed deformed outer conductor coils approximately 75mm from the terminal pin, most likely the lead was grabbed with some type of tool. Additionally, dried blood/body fluid was noted in the lumen. This most likely resulted in the stylet not being able to be inserted. This lead passed testing which confirmed the insulation integrity and electrical continuity of the lead. As a result, the clinical observations cannot be confirmed.

Event description:
Boston scientific crm received information that this left ventricular lead was not successfully implanted due to high impedance measurements. No adverse patient effects were noted.

Manufacturer narrative:
This lead was not successfully implanted. Pending the return and completion of lab analysis, this section will be updated appropriately.